Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had broken belt clip. Troubleshooting was done. Customer's blood glucose was 451 mg/dl. Customer treated high blood glucose with bolus. Customer stated the clip was broken in half. She went unclip and pin went off. Advised the customer the clip would be replaced. No further information provided.